Manufacturer narrative:
It is unknown at this time if product will be returning for evaluation.

Event description:
It was reported that during an anterior cruciate ligament procedure, the doctor introduced the passing pin trocar trip to start with the femoral tunnel, when it was passing this one was doubled and at the moment of passing the drill of the endobutton, the passing pin trocar trip began to leave chips remaining inside the joint of the patient, as well as with the tibial tunnel, the surgery was extended 30 minutes since the doctor had to remove the debris (chips) from the joint guide. No patient harm was reported. It is unknown if a back up was available or required.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.